Event description:
I stopped using the CPAP after several years because I began coughing and choking within a couple hours of use. I didn't know why it was happening because I had used the machine for several years without any serious issues. FDA safety report ID# (B)(4).